Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. Brand name, common device name, manufacturer name, city and state, lot #4: this report is for (band aid brand kizu power pad (kpp) regular 10ct ap 4901730021906 4901730021906apb 4901730021906apb). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338 8137117533usa 8137117533usa). UDI #: (B)(4). Upc: 4901730021906; lot number: ni; exp date: na. Concomitant medical products: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR and manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 71-year-old male consumer reported an event with band aid brand kpp (kizu power pad) bandage. The consumer stated that he had myelitis 23 years prior to this reporting and then pressure sore occurred, which improved in ten years or more. However, a scab wound in size of about 5mm on the hip had not been recovered. Although he applied various medications, it was not improved. He thought kpp could recover the wound and applied kpp regular 2 or 3 months prior to this reporting. The wound gradually became weeping and enlarged, so he changed the strip to kpp large. He was told by his physician that it was pressure sore when he visited the orthopedic department. A medication for pressure sore was prescribed and kpp was discontinued. The wound was not improved even with the medication for pressure sore and he was encouraged to go to the department of plastic surgery. He visited there and received a surgery. He was admitted to hospital on (B)(6) 2022 and was discharged on (B)(6) 2022. The consumer is no longer experiencing any symptoms.